Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with under infusion of -8.40%. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Upon review of the event history log, issue was not found. Device underwent accuracy testing; found one was outside the internal spec of +/-3.0 percent. The expulsor was found to be out of calibration and was trimmed as a result. The reported customer complaint was confirmed, and the problem source has been determined to be unknown.